Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the occlusion was caused by improper seating of cartridge on pump due to debris on the pneumatic tap. The customer cleared and cleaned area, changed supplies as needed, and successfully resumed insulin therapy.